Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for implant procedure. During procedure, the physician tried multiple times to pass the right ventricular lead through the tricuspid valve without success. The physician elected to replace the lead believing it to be stiff. Patient was stable.

Manufacturer narrative:
The reported event of ¿the lead is too firm¿ was not confirmed. Analysis was normal. No anomalies were found. A tip stiffness test was performed and the test results were within product specification.